Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). It was confirmed the affected product will be returned for evaluation. No related capas. Per doc-035405 rev 09 risk analysis spreadsheet, hazard ID 5.12 cause: stopcocks: broken, cracked/fractured luer fitting. Effect (harm)- delay in patient treatment, csf leakage and over drainage of csf residual risk: medium. Further investigation to be carried out.

Event description:
Nt821731c, while attempting to draw csf labs on august 23rd 2024, it was noticed that the stopcock on the evd was cracked. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Sterile date: (B)(6) 2024. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Complaint history review/trend analysis: (24 months review and percent of sales) 5 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation. Without the device it is impossible to determine root cause of failure. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c -while attempting to draw csf labs on (B)(6) 2024, it was noticed that the stopcock on the evd was cracked. No injuries.